Event description:
An ophthalmic surgeon reported suction difficulties during a laser assisted cataract procedure. A bubble formed in the anterior chamber and between the pt interface. After several suction attempts, the procedure was completed. An anterior and posterior capsular rupture occurred, which was relayed as being contributed by air in the capsular bag. Additional info has been requested but not received to date. There are four med device reports associated with this event. This report is for the right eye (od) of the second pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).